Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via vein side with a 5fr non bsc sheath. The 90% target lesion was located in a shunt in the severely calcified and mildly tortuous left antebrachial vessel. After a non bsc guide wire crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5 x 40 non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).